Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) cs300 is not switching on. Getinge field service engineer (fse) get informed by the distributor¿s fse, the machine is not getting switched on. He visited the site checked due to unresisted water power supply is faulty and not working condition. So he quoted to replaced power supply. On 26th june distributor came to know when he has called to customer for po follow-up where customer informed him that they themselves have repaired power supply & made this unit functional. As per customer this unit is now working in satisfactory condition, however instructed distributor to visit and check the unit and performed all functional tests. The results are good. Return of part in this case is not applicable. There was no patient involved, no harm reported.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.